Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5543-a-600, tri post augment sz6 5mm, lot code: dyxy. Cat. No.: 5540-a-602, triathlon femoral distal augment 5mm - size 6 right, lot code: xktz. Cat. No.: 5560-s-212, tri cemented stem 12mmx100mm, lot code: m6l28l. Cat. No.: 5560-s-212, tri cemented stem 12mmx100mm, lot code: m6l28k. Cat. No.: 5512-f-602, tri ts femur sz6 right, lot code: drtl. Cat. No.: 5521-b-600, tri ts baseplate size 6, lot code: farw. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Not returned - hospital policy.

Event description:
Components were explanted due to infection.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a no 6. Triathlon ts plus tibial insert x3 poly 11mm was reported. The event was not confirmed. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Components were explanted due to infection.